Event description:
It was reported by the customer that an edward's catheter was inserted via the arrow introducer. It was reported blood was backing into the sideport. While the clinician attempted to flush with saline solution, air aspirated back into the sideport. There were no reported pt complications.

Manufacturer narrative:
(B) (4). F/u report will be filed if additional info becomes available.